Event description:
The rptr indicated that it was difficult inserting the vs-1/is-1 lead into the pacemaker's atrial port. Repeated attempts were made to loosen and re-tighten the cap screw; silicone oil was also tried. After that, the lead was inserted with little difficulty.